Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The lesion being treated was located in the calcified, very tortuous 99% stenotic distal circumflex (cx). The maverick2 balloon ruptured at 12 atm during the second inflation. The number of atm during initial inflation is unk. The procedure was completed with another of the same device. Pt status was reported as 'good.'

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the mfg records for top assembly batch 8980525 found that the device met its material, assembly and product specifications, at the time of release to distribution.